Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("heavy period") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("heavy periods with cramps") and endometriosis ("endometriosis"). The patient was treated with surgery (underwent full hysterectomy). Essure was removed. At the time of the report, the menorrhagia, dysmenorrhoea and endometriosis outcome was unknown. The reporter considered dysmenorrhoea, endometriosis and menorrhagia to be related to essure. The reporter commented: cross referenced with case number : (B)(4). Concerning the injuries reported in this case, the following ones were reported via social media: menorrhagia, endometriosis, dysmenorrhea. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("heavy period") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("heavy periods with cramps") and endometriosis ("endometriosis"). The patient was treated with surgery (underwent full hysterectomy). Essure was removed. At the time of the report, the menorrhagia, dysmenorrhoea and endometriosis outcome was unknown. The reporter considered dysmenorrhoea, endometriosis and menorrhagia to be related to essure. The reporter commented: cross referenced with case number :(B)(4). Concerning the injuries reported in this case, the following ones were reported via social media: menorrhagia, endometriosis, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.